Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a left shoulder revision due to the need to convert the primary reverse to a hemi with a large head. The glenosphere had disassociated from the baseplate. No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2019-00956, 0001825034-2019-00963. Primary di# (B)(4). Concomitant medical products: xl-115364 arcom xl 44-36 std +3 hmrl brg 128120; 115310 comp rvrs shldr glnsp std 36mm 763750. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by MFR?: not returned to manufacturer.

Event description:
It was reported that the patient had a left shoulder revision due to the need to convert the primary reverse to a hemi with a large head. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for review. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.